Manufacturer narrative:
Insulin pump was received with failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Problem isolated to mother board noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she received rf pic failed selftest. Customer's blood glucose value was 182mg/dl. Customer stated that the pump did a self test and it detected an error so it failed the self test. Customer was advised to revert back to a back up plan and to monitor her blood glucose. The pump will be returned for analysis and a replacement pump will be sent.